Manufacturer narrative:
(B)(4). Manufactured 02/28/2013-03/01/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor ruptured. This occurred during filling of fluorouracil. There was no patient involvement. No additional information is available.